Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the ventilator device display went totally blank and it displayed 'safety ventilation' on top of the screen. On reviewing the logs it was noticed that the device displayed 'te231036 pventpressuresensordefect' and switched into safety ventilation (tf385002, tf341009, tf346054) from simv+ mode of ventilation. This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the ventilator device display went totally blank and it displayed 'safety ventilation' on top of the screen. On reviewing the logs it was noticed that the device displayed 'te231036 pventpressuresensordefect' and switched into safety ventilation (tf385002, tf341009, tf346054) from simv+ mode of ventilation. This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.